Event description:
Pt is a 33 y/o female who was originally admitted on 6/4/96 for placement of lumbar valve for lumbar-peritoneal shunting. Pt later developed headaches and dizziness and device was removed and replaced on 8/5/96.